Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device inappropriately performed an analysis and the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated that the patient was conscious and the responders did not shock the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was observed to be functioning as expected during our evaluation. The device was recertified and returned to the customer. During our investigation, it was found that the device was configured to power on in automatic external defibrillation (AED) mode when the mode selector was switched to the on position. Which means that the device will automatically analyze a patient's ECG rhythm once the electrode pads are attached and will give a determination depending on the results of the analysis. This is not an indication of a device malfunction. A device in AED mode is intended to be used on patients that are not breathing, pulseless, and unconscious. Analysis of reports of this type has not identified an increase in trend.